Event description:
A report was received that the patient was having an ipg migration that resulted to difficulty charging the ipg. The patient underwent battery revision procedure and was doing well postoperatively.